Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/2017. Alarms, notifications, and other messages 9 / page 94. Hazard alarms make you aware of serious situations. For hazard alarms that originate in the pod, the pod sounds a continuous tone broken up periodically by a series of beeps and the pdm sounds a continuous tone. For hazard alarms that originate in the pdm, the pdm sounds a continuous tone and the pod remains silent.

Event description:
It was reported that the patient's omnipod personal diabetes manager (pdm) was generating an alarm while in another room and was not able to reset. The patient was previously having chest pain and had to go to the emergency room. He had been in the hospital for almost one week. There were no further information regarding the hospital visit or to the patient¿s treatment.